Event description:
The customer reported that the sys displayed all lights and alarm sounded. The tech re-booted the sys and it began working properly. Procedure was able to be finished.

Manufacturer narrative:
The service rep could not duplicate problem that alarm sounding. He checked the error logs and could not find anything happening during the time of the problem. Customer will need to monitor and call again if problem appears again. The rep tested the sys by fluroing and performing various commands. Everything is working as intended.